Event description:
Event unknown.

Manufacturer narrative:
An evaluation of the device cannot be performed ,as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.